Manufacturer narrative:
Submit date: 11/15/2005

Event description:
It was reported to tyco/kendall healthcare on 10/24/2005 that a customer had a problem with the kendall dual lumen PICC catheter. The customer states "the catheter developed a hole directly below the butteryfly."